Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a peripheral rotablator plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically exanimated. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire that was used during the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and wire were stuck. The target lesion was located in the lower extremity. A 1.50mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rotawire was stuck and the burr could not cut through the stenosis and ended up getting stuck. The devices were pulled out of the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that the burr and wire were stuck. The target lesion was located in the lower extremity. A 1.50mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rotawire was stuck and the burr could not cut through the stenosis and ended up getting stuck. The devices were pulled out of the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.